Event description:
It was reported that the patient's device system was explanted on (B)(6) 2012 because "they did not need it anymore." It was noted that the patient experienced a loss of therapeutic effect and had less than 50% therapy relief. It was further noted that the patient had his lumbar fused on the same day as the explant. No patient injury or adverse event was reported.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), explanted: (B)(6) 2012, product type programmer, patient. (B)(4).